Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material could not be identified nor the root cause of it. Per additional follow up from the customer, the device was cleaned, disinfected, and sterilized the product before it sent in for repair. The event can be detected/prevented in accordance with the following instructions for use: evis lucera gif/cf/pcf type 260 series operation manual describes how to detect for the suggested event in ¿chapter 3 preparation and inspection. Evis lucera gif/cf/pcf/sif type 260 series reprocessing manual describes how to prevent for the suggested event in chapter 3 cleaning, disinfection, and sterilization procedures. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The subject device was returned to an olympus repair center for evaluation and the reported issue was confirmed. The device evaluation found that foreign matter was clogging the nozzle which cause the air and water supply to be weak. It was also found that due to wear of angle wire, bending angle in up direction did not meet the standard value and the movement of the up/down knob also did not meet the standard value. In addition it was found that due to deformation on bending tube, angulation skips the right/left directions. The device evaluation found that due to adhesive peeling around objective lens, streak of flare appeared in the image. It was found that the connecting tube had a dent and discoloration, the paint on the suction and air/water cylinders was peeling and the forceps channel port was shaved. In addition it was also found that the adhesive on bending section cover had a chip, the color ring had a crack and the universal cord had a wrinkle. Scratches were also found on several components. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided.

Event description:
The customer reported that the evis lucera ultrasound gastrovideoscope air/water supply was weak. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: foreign matter in the nozzle. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.